Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was identified after filling, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from june 4, 2019 - june 5, 2019. The actual device was evaluated. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with green colored water, after fill and prime, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no sign of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.